Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 520 mg/dl. The customer was treated with the insulin pump and feels ok to troubleshoot. The customer also reported that she had a blank display on the insulin pump. The troubleshooting was performed. The patient was advised to insert the new aaa alkaline battery into the insulin pump and the display returned. The patient was advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.